Event description:
The customer reported multiple thyroid-stimulating hormone (tsh) quality control (qc) failures on two different lots of qc involving the access® 2 immunoassay system. The customer attempted to recalibrate the tsh assay multiple times, but it failed due to bad fit or %cv (coefficient of variation). During troubleshooting, the customer discovered one patient's sample was tested twice on (B)(6) 2013 for creatine kinase-mb (ck-mb) with results of 8.1 ng/ml and 21.2 ng/ml. The customer stated the 8.1 ng/ml value was released from the laboratory. The customer was unaware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. Due to the discrepancy, the customer retested the sample on the same instrument and obtained a result of 3.3 ng/ml. The customer noted weekly system maintenance and system check was completed on (B)(6) 2013. Initial system check failed the washed portion with a percent coefficient of variation (%cv) of 13.59%. The washed section was repeated and passed with 8.01% (cv). System check, performed on (B)(6) 2013, failed the unwashed portion with 35.09% (cv). The patient's sample was collected in 13x100 mm becton dickinson (bd) vacutainer serum separation tube (sst¿) and centrifuged at 7,200 rpm (rotations per minute) for three minutes, at room temperature. The primary collection tube is loaded directly on the analyzer for testing. The customer stated, during reanalysis, the sample was not re-centrifuged prior to testing. Beckman coulter customer technical support (cts) advised the customer to discontinue use of the system and review all patient results back to the last acceptable quality control. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered there was air/foam in the wash pump upon priming the system. The fse rebuilt the wash pump, precision pump, replaced o-rings and cleaned the valves and primed the instrument. The fse cleaned and reseated the valve stators and seals and resolved the air leak in the wash pump. The fse performed verification testing, system check, calibrations, and quality control (qc); results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue.